Manufacturer narrative:
The insulin pump passed the displacement test, self test and unexpected restart test. All operating currents are within specification. Off no power alarm functions properly. No failed battery test or weak battery alarm noted. Device was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor. No unexpected motor noise noted. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motor test. Device had broken battery tube threads, missing end cap sticker, scratched display window,cracked case at display window corner all corners, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.